Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the guidewire could not be inserted in the left ventricular lead. The lead was not used and a new lead was implanted. The case proceeded normally and the patient's condition was good post procedure.